Event description:
It was reported that the pt underwent two-stage revision for infection. During first stage, a new articular surface was inserted and the screw was tightened down appropriately. During second stage, it was noted that the screw could be removed effortlessly with forceps. Additionally, when the tibia baseplate and stem were removed, it was noted that they were no longer connected to each other.

Manufacturer narrative:
This report will be amended when our investigation is complete.